Manufacturer narrative:
The reported device, used in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A review of the device history records show there are no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue. Visual inspection observed no issues. Functional evaluation revealed the unit has no output voltage. The unit was opened and found no issues. The complaint was confirmed and the root cause is associated with an electrical component failure. Factors, unrelated to the design or manufacture of the device which could have contributed to the complaint event, include a power surge in the controller or failure of an internal component. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a tonsillectomy procedure, the wand would not coag when connected to the coblator controller and ablation did not work on it. The procedure was completed without significant delay (5 minutes) using a back-up coblator controlled and the first wand. No other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.